Manufacturer narrative:
The reported extension/lead revision due to high impedance was confirmed. As received, microscopic inspection revealed few wires were found fracture which would cause the impedance issue. The damage is consistent with the overstress conditions or sudden event the lead extension was subjected that would cause the impedance issue as reported while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead extension had high impedances. As a result, the patient underwent surgical intervention during which the lead extension was explanted and replaced. Effective therapy was established post-operatively.